Manufacturer narrative:
Approximate age of device - 42 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018 with prolonged hospital stay due to rehabilitation required for safe mobilization. It was reported that the patient presented to outpatient clinic with complaints of black stools, feeling unwell and nauseous. Melena was reported at clinic review. The patient was admitted for gastrointestinal (gi) evaluation. Laboratory test results showed a hemoglobin level of 63 g/dl requiring the a blood transfusion (3 x units rcc). A gi scope was planned for (B)(6) 2019. The patient remains in hospital for bleeding source. At the time, the inr was at 1.7, creatinine was 293 mg/dl and the lactate dehydrogenase (ldh) level at 275 u/l. No alarms were reported for this event. No further information was provided.